Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The patient also reported that the subject meter had reverted to the setup mode, after replacing the batteries. The medical affairs specialist (mas) spoke with the pt on feb 11, 2009 and obtained the following info. The pt reported that the alleged power issue began on the morning of two days prior to original date. As a result of the issue, the pt claimed she replaced the subject meter's batteries. After replacing the batteries, the patient stated that the meter powered on when a strip was inserted; however, it reverted to the setup mode. The pt was unable to confirm the meter setting because the "ok" button would not respond. As a result, the pt reported that she was unable to test her blood glucose and that morning, only took 35 units of her humalog insulin instead of her usual dose of 50 units. The pt claimed she decreased her insulin amount because she was afraid to take her usual amount without knowing what her blood glucose was running. That evening, prior to her dinner, the patient claimed she developed symptoms of sweating, shaking and her foot swelling; which she associated with a high glucose. At the onset of symptoms, the pt reported that she tested her blood glucose with her neighbor's meter and obtained a reading of "325 mg/dl". In response to the symptoms and high reading, the pt stated that she took 55 units of humalog insulin that evening prior to her supper. The pt claimed that the symptoms subsided. After that event, the pt stated that she went back to taking her usual 50 units of humalog at mealtimes. At the time of troubleshooting, the customer care advocate (cca) confirmed that the subject meter powered on when a test strip was inserted; however, would not power on when the "ok" button was pressed. Therefore, the cca was unable to assist the pt with confirming the meter settings. Replacement product were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for revaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.